Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 461 mg/dl at the time of the incident and 318 mg/dl. Customer not feeling ok trouble shoot high blood glucose. Customer other relevant blood glucose level was 412 mg/dl and sensor glucose value was 200 mg/dl. Insulin delivery was not suspended due to sensor glucose value. The insulin pump will not be returned for analysis.